Manufacturer narrative:
Qa performed retain testing to confirm reactivity of the k antigen. Results were satisfactory. Customer contacted ocd to state that repeat testing was performed and positive results (2+) were obtained with cell #2. Customer believes possible tech error occurred during the original testing.